Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. The customer's blood glucose level was unknown at time of incident. Customer states seeing a critical pump error on display screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up- plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with critical pump error and pump error 35 confirmed in history file due to moisture damage to force sensor. It was received with corroded electronic assemblies and corroded motor home switch. Also, it was received with corroded battery tube, cracked battery tube threads, cracked lcd window, minor scratches on case, cracked select button keypad overlay, stained keypad overlay, torn keypad overlay, missing display window cover, cracked case, pillowing keypad overlay, cracked retainer, faded end cap address label, keypad overlay texture damage and minor scratches on lcd window.